Event description:
It was reported that the pt came to be seen by the clinical engineer of the hospital. For the past few months, the parents of the pt have noticed a loss of quality in the child's hearing. The pt feels some pain in the implant area and he has had some episodes of sickness. A week ago the pt was hit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.